Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation and thin leaflets for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient and the dilator was inserted within the hemostasis valve and hemostasis valve failure was identified. The sgc was removed from the patient and a replacement sgc was selected. A mitraclip ntw was then advanced within the patient and was successfully placed on the leaflets. While testing the lock, the clip arms opened. Troubleshooting was performed unsuccessfully and the clip continued to open. A replacement mitraclip was selected and implanted successfully. The procedure was discontinued; the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.